Event description:
My (b)(46 son had chiari decompression on (B)(6) 2018. Neurosurgeon used adhesive spray (made by (B)(4)) on my son's patch and the glue ate a hole through the patch and then created a severe csf leak which caused a 19 day hospital stay with multiple mris. IV's, hydrocephalus, brain drain and another surgery to fix patch! This company should be held responsible! My son is scarred and was put through a lot of unnecessary pain! Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. See scanned pages.